Manufacturer narrative:
A review of the device history records was not conducted as lot information was not provided. The returned product sample was confirmed to have a cut in the cuff material. To verify that there were no situations or practices that could create/generate the event described by the reporter, an audit of the production floor of product code: 100/860/075 was conducted; note, reported product code: 100/870/075 follows the same manufacturing process as 100/860/075. Production personal were confirmed to be following procedure. The line clearance records were performed, and all training records were current. The reported product fault was not confirmed to be related to a manufacturing issue; however, a corrective action request was implemented to further investigate the root cause of this failure mode.

Event description:
User facility reported that the device was in use with patient for 20 days. According to reporter, air was found leaking from the cuff after 20 days' use. No adverse effects to patient reported.